Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope was dripping black liquid from the tip due to insufficient reprocessing. It was then leak tested and pinholes were found. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation is ongoing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. As a result of checking the device in question, it was found that there was a lot of black dirt inside the channel. As a result of conducting a visual inspection (appearance) of the equipment, no significant defects were confirmed. As a result of the leak test of the device, a leak was confirmed from the forceps channel. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "black liquid is dripping from the distal end" was presumed to have been due to water seepage into the biopsy channel hole leading to water containing antifriction agent coming out of the device. This was further presumed to have been due to the observed hole in the channel. The suggested phenomenon of "pin hole in the biopsy channel" was presumed to have been due to irregular insertion of the endo therapy accessories (insertion of the treatment instrument or brush vigorously, insertion and removal in an excessive loop state, insertion while opening the forceps cup, and insufficient retraction of the endo therapy accessories into the sheath, forcible insertion in a curved state, etc.). Since the biopsy channel pin hole was confirmed during the previous repair, it is recommended to the user facility to check and follow the instruction manual regarding the handling of the endo therapy accessories and cleaning brushes. It is further recommended that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.